Event description:
The baxter field service technician reported a pump with a battery issue found during bio-med testing. Device was serviced on-site. According to the hospital representative there was no patient injury or medical intervention reported. No additional information was provided.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 05 2007. Evaluation summary: the device evaluation was completed and the battery condition was confirmed due to depleted (potentially damaged) batteries. Baxter service technician installed new batteries and tested the device. A review of the complaint history revealed similar reports have been received for this product for the reported issue. This issue is being investigated under CAPA. Service was conducted on-site.